Manufacturer narrative:
The reported event of noise was not confirmed. The device was received in normal range of operation. No debris were found in the header. Device image analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Device output, pacing rate, sensitivity, crosstalk / noise tests, and connector analysis were all normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The awareness date of the initial report submitted on may 23, 2019 should have been may 07, 2019 rather than may 15, 2019. The complaint on the pacemaker was confirmed/noted during surgery (B)(6) 2019 but noise was seen (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, noise was observed on the atrial and ventricular channels. The noise was originally believed to be an issue with the leads. During the procedure the leads were tested and all parameters were normal. There were no lead issues under fluoroscopy. The physician determined the noise was as a result of blood and debris seen in the old pacemaker header as the noise was not reproducible or present when using the same leads with the new pacemaker but present with the old. The old pacemaker was explanted and replaced. The leads remained implanted with normal parameters. The patient was stable, never had any problems and is not dependent on the device for normal function.